Manufacturer narrative:
On 07-jan-2020, mentor became aware of additional information provided by the patient. The patient is a 65-year-old caucasian female who underwent breast augmentation with 400cc smooth mentor memorygel breast implant and experienced severe chest discomfort upon exiting an MRI machine. She reported being in the MRI machine for approximately 22 minutes, and that the machine hurt her chest, heart and breast implants. In addition, MRI technologist stated, ¿the patient was positioned head first, supine with arms down by her sides, not touching the coil or the bore. The patient is 5¿2, 120 lbs. She was wearing sdmi provided cotton gowns. No tattoos.¿ a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor breast implants has experienced postoperative bilateral capsular contracture, baker grade unknown. The patient noticed her implants were hardened after undergoing a brain MRI scan, and was concerned that MRI may have caused hardened implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for implant 2 of 2.